Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the guidewire was unraveled. It was noted that all conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), the guideware was stuck in the lead, the lead appeared to have been damaged at implant and the lead was stretched. A competitor guidewire was used. It is apparent that when attempting to pull back the guidewire, its coating became ensnared with the distal conductor. This caused a distortion of the lead filars.

Event description:
It was reported that during, the guidewire got stuck in the lead. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.